Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and pulse generator (pg) experienced a ventricular fibrillation (vf) episode and subsequent syncope. During the vf episode, the pg was noted to have been undersensing and over pacing which in turn, caused the ICD to undersense the patient¿s vf. The patient converted on their own. The patient then experienced another episode of vf and undersensing was again noted. The device did, however, ultimately deliver a shock which converted the patient¿s vf. The pg was reprogrammed to vvi 30 with pacing outputs of 0.1 effectively making the pg inactive. The ICD was reprogrammed to a lrl of 70. There were no additional adverse patient effects reported. Both products remain in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.